Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was no initial calibration. No additional event or patient information is available. Data was provided for evaluation. The reported event was confirmed via data. The root cause of the signal loss could not be determined. The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter had voltage. A pairing test was performed and the test passed. Functional testing was performed and the test failed. A review of the shared data log did not observe any errors related to the customer complaint. The reported event of a no initial calibration was confirmed because log showed loss of connection without initial calibration. A root cause is a defective transmitter. Based on the investigation results this issue has been upgraded from non-reportable to reportable.